Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection noted the device was received with a fully applied 8dpt device loading unit preloaded. Scratches were noted on the inner tube of the dlu. A functional evaluation found that the articulation knob functioned properly. The 8dpt dlu was unloaded from the device. It was noted the timing of the instrument and dlu were disrupted. A test dlu could not be loaded onto the returned device due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia repair, while tacking the mesh to the abdominal wall, the first device was opened and loaded. The surgeon fired 8 deep purchase tacks without problem. The tech went to reload the device and the distal pin would not line up properly to load the device. The pin lined up after firing the device to spin the distal pin. The surgeon wanted to try and load the device. The device was able to be loaded properly and the surgeon entered the device into the abdomen and the device would not deploy tacks. Another device was pulled and finished the case. No patient injury.